Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to t-wave oversensing. In addition, the smart pass feature was automatically disabled. Technical services (ts) discussed there is a change in morphology and confirmed the t-wave oversensing observation. In addition, the clinical origin of the morphology change is unknown and ts is unable to determine if it is a bundle branch block (bbb) or a ventricular tachycardia (vt) origin, and alternatives for patient management were provided. The patient was admitted to the hospital and therapy programmed off, and the patient was seen for a treadmill test, however, the morphology change was unable to be reproduced. It was advised by ts to consider maintaining secondary vector programming given the situation. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to t-wave oversensing. In addition, the smart pass feature was automatically disabled. Technical services (ts) discussed there is a change in morphology and confirmed the t-wave oversensing observation. In addition, the clinical origin of the morphology change is unknown and ts is unable to determine if it is a bundle branch block (bbb) or a ventricular tachycardia (vt) origin, and alternatives for patient management were provided. The patient was admitted to the hospital and therapy programmed off, and the patient was seen for a treadmill test, however, the morphology change was unable to be reproduced. It was advised by ts to consider maintaining secondary vector programming given the situation. The s-ICD system was then explanted and returned for analysis. A transvenous system was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to t-wave oversensing. In addition, the smart pass feature was automatically disabled. Technical services (ts) discussed there is a change in morphology and confirmed the t-wave oversensing observation. In addition, the clinical origin of the morphology change is unknown and ts is unable to determine if it is a bundle branch block (bbb) or a ventricular tachycardia (vt) origin, and alternatives for patient management were provided. The patient was admitted to the hospital and therapy programmed off, and the patient was seen for a treadmill test, however, the morphology change was unable to be reproduced. It was advised by ts to consider maintaining secondary vector programming given the situation. The s-ICD system was then explanted and returned for analysis. A transvenous system was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.